Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for the evaluation. Olympus repair center evaluated the device and could confirm the reported phenomenon. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for the evaluation. According to the evaluation, the following was found. The following phenomenons below were confirmed by the repair center and related codes above were checked up as well. There was a crack on the light guide lens. The insert section coating was peeled off. Light guide bundle had abnormal. There was a gap in the bonding section rubber. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
While an olympus engineer inspected the device returned for repair, a foreign material fell off from the suction channel of the device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.